Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician intended to use a resolute integrity stent to treat a patient presenting with stemi. The target lesion was located in the mid circumflex (cx) artery. The lesion was reported to be moderately tortuous, moderately calcified with 100% stenosis. There was an existing stent in the cx vessel that had been placed 2-3 years ago. The physician pre-dilated and placed two resolute integrity stents overlapping in the treated area not realizing there was an existing stent in that area. The two new stents were placed with the existing stent. No issues noted deploying the stents. Also when reviewing cines during positioning of the stent across the lesion, thrombus formation was observed. The physician deployed the stents and observed a clot. Export aspiration and ballooning was performed and 5,000 units of heparin was given along with aggrestat. The clot was cleared and flow was timi 2 in vessel. The patient did not receive any anticoagulation before the 2 stents were implanted. The thrombus occurred in the previously deployed stent. Ivus was not performed, so it was hard to confirm if stents were fully expanded and well deployed especially since they were placed inside another pre-existing stent, which the physician initially thought was calcium so there were some overlap areas with 3 layers of stent. The first sign of thrombus was seen when they were positioning the stent across the lesion before deployment. The physician was not sure of cause, possible anticoagulation issue since clot was forming before stent deployed, dissection, two stents within an existing stents.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.